Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that insulin pump had blank display. Customer¿s blood glucose level was unknown. Customer reported that blank display did not return and battery cap neither missing nor damaged. The insulin pump will not be returned be for analysis.